Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that genesys hta 115v control unit was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the unit shut down after powering on. No error message appeared on the screen, attempted reboot but it did not work. The physician then decided to aborted the procedure following the issue with the device. There were no patient complication reported as a result of this event.